Event description:
This event involved a patient who experienced a hemorrhagic cva approximately four months post heartware lvad implantation. The patient complained of headache, began to vomit and soon after became unresponsive. The patient was taken to the hospital and was intubated. Per the study investigator, the patient was deemed a poor candidate for surgical intervention due to other comorbidities as well as the risk of clotting due to the reversal of patient's inr. The patient expired the following day. No autopsy was performed.

Manufacturer narrative:
The product remains implanted in the patient (post-mortem) and is thus not available for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Clinical factors that may have contributed to the reported hemorrhagic cerebrovascular accident (cva) include hypertension, periodic sub-optimal anti-coagulation and anti-platelet therapy. Based on the information provided, there is no evidence to suggest that the reported event relates to a device defect. Product buried with patient.

Manufacturer narrative:
The product was buried with the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Product buried with patient.